Event description:
It was reported the the device alarmed during the prime process. Troubleshooting was performed. The reporter was advised to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The device passed the rewind, basic occlusion, prime and displacement test. The device was received with motor error alarm loop during bolus delivery. The motor maybe have had an intermittent failure that was not detecte during our testing. Unable to confirm e70 alarm due to erased history file.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.